Event description:
Per indicated: implant into left maxillary sinus. Site 14 grafted with allograft on (B)(6) 2023. Symptoms as a result of the event: pain. Surgical/medical intervention required for permanent damage: implant removed. Additional appointment required: yes, to replace implant. Was the procedure completed using another implant or another device? No.

Manufacturer narrative:
Zimvie complaint cmp-(B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie receives (1) implant for investigation. Visual/physical evaluation of the as returned product identified signs of use but no apparent signs of malfunction. DHR review was completed for the subject lot number. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.